Event description:
It was reported per the expedited quality review report: drain failure every 20 minutes, the pneumatic valves in bad condition, damaged by lime scales. Actions taken: replaced pneumatic control switch (pcs) assembly.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.